Event description:
Patient reported right side late seroma, capsular contracture, baker grade unknown and recall. Device remains implanted.

Manufacturer narrative:
The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.